Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was intermittent therapy. It was reported contacts 1 and 5 were > 10k ohms. Representative (rep) reported leads were cervical. Rep reported that contact 1 was used in therapy. Rep will reprogram without using contact 1. It was reported there was a loss of therapy. It was considered a sudden change in therapy. It was reported that rep called back to report that the patient lost stimulation again after reprogramming. Rep stated patient reported that when this happens he checks neurostimulator (ins) and he sees the voltages and lightning bolt is on but he does not feel anything. It was reported that the patient would the adjust voltage up and he could feel stimulation again. Patient stated it happened 1-2 times a week. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the issues was not determined. The representative noted that it was unknown if the issues had been resolved.